Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that, the insulin pump alleging possible pump under delivery. The blood glucose at the time of incident was 380 mg/dl and current blood glucose was 380 mg/dl. Customer's husband report other blood glucose value was 320 mg/dl. Customer's husband states that his wife was getting no delivery alarms. Customer's husband reports alarm did not occur during manual prime. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer's husband states the drive support cap appears normal. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for the analysis.